Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the bending section cover leaked due to physical stress while the user was handling the device, which caused fluid to invade the scope and led to an abnormality in the electrical parts resulting in a loss of image. The event can be detected and prevented by following the instructions for use (IFU) which state: "·inspection of the endoscopic image - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ "- do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no image due to a cut in the charge-coupled device shrink tube. Upon further inspection, it was observed that there were minor scratches in the plastic distal end cover. It was also observed that the bending section cover had a hole or cut. It was observed that the glue of the bending section cover was lifting and as a result a leak was observed. It was also observed that the brush passageway had restriction. Lastly, it was observed that the insertion tube had minor dents. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the doctor was unable to take a picture with the evis exera iii bronchovideoscope. The reported issue occurred during an unknown procedure. The procedure was subsequently completed with the same device. There was no patient/user harm or injury reported due to the event.